Manufacturer narrative:
Determination of root cause: assessment: during the on site investigation, the territory manager confirmed the problem, adjusted the hall effect bed position sensor, and successfully completed the str (status record), noting that the system was operating within specification. The laser system bed has a position sensor (hall effect sensor) to signal the bed controls that the bed is in the proper location before it will allow the operator to raise the bed in the vertical direction. Conclusion: based on the results of the investigation, the root cause was the hall effect bed position sensor needed to be adjusted. (B) (4). (B) (4). (B) (4).

Event description:
Malfunction: loss of z axis fine movement control. A user facility reported that the swivel bed would not work on the z axis. They had to swivel out and then swivel in to make the function normal. This happened four times that same day. Customer verified that the patient weights were well within maximum limit of the bed. There was no report of patient/user harm related to this issue.